Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 16-nov-2021. The device evaluation was completed on 18-nov-2021. It was reported that a patient underwent a right ventricular outflow tract (rvot) / left ventricular outflow tract (lvot) case with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and surgical intervention with prolonged hospitalization. It was reported that the physician mapped the lv and rv with the ablation catheter. He did some ablations in the rv. There were no force issues or ECG signal issues. The physician re-zeroed twice because even though there were good force values and the physician believed that he was in contact with the tissue, the team could not detect electrical signals in that part of the tissue. This happened in a specific part of the heart. However, when the team were mapping other parts of the heart, they could detect electrical signals and they had good force measurements. The physician tried to reach the distal part of cs with cs webster ablation catheter and did not manage. The physician did a venogram and realized that the cs had a bifurcation into two small veins. He then went with ablation catheter again to rv and did two more ablations, more posteriorly. The patient started complaining and the physician did a cardiac echocardiagraphy. The physician realized that there was a tamponade and epicardial effusion. A pericardiocentesis was done and the patient was stable. The physician is unsure if the tamponade was in the cs, rv or lv. He does not think it was related to a malfunction of the system. Anatomy was abnormal in the rv in his opinion. Later in the evening, the physician informed the biosense webster inc. (Bwi) representative that the bleeding did not stop and the patient was sent for surgery. The surgeon could not find the reason for the bleeding. The surgeon applied fibrin glue to the ablation targets. The physician informed the bwi representative that they hope the patient will be extubated today. The physician will update the bwi representative about the results in the following days. The surgeon could not find the reason for the bleeding. The last communication that the bwi representative had from the physician was that the patient was stable and in good condition. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned device revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30604428l number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) / left ventricular outflow tract (lvot) case with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and surgical intervention with prolonged hospitalization. It was reported that the physician mapped the lv and rv with the ablation catheter. He did some ablations in the rv. There were no force issues or ECG signal issues. The physician re-zeroed twice because even though there were good force values and the physician believed that he was in contact with the tissue, the team could not detect electrical signals in that part of the tissue. This happened in a specific part of the heart. However, when the team were mapping other parts of the heart, they could detect electrical signals and they had good force measurements. The physician tried to reach the distal part of cs with cs webster ablation catheter and did not manage. The physician did a venogram and realized that the cs had a bifurcation into two small veins. He then went with ablation catheter again to rv and did two more ablations, more posteriorly. The patient started complaining and the physician did a cardiac echocardiography. The physician realized that there was a tamponade and epicardial effusion. A pericardiocentesis was done and the patient was stable. The physician is unsure if the tamponade was in the cs, rv or lv. He does not think it was related to a malfunction of the system. Anatomy was abnormal in the rv in his opinion. Later in the evening, the physician informed the biosense webster inc. (Bwi) representative that the bleeding did not stop and the patient was sent for surgery. The surgeon could not find the reason for the bleeding. The surgeon applied fibrin glue to the ablation targets. The physician informed the bwi representative that they hope the patient will be extubated today. The physician will update the bwi representative about the results in the following days. The surgeon could not find the reason for the bleeding. The last communication that the bwi representative had from the physician was that the patient was stable and in good condition. The physician told the bwi rep: ¿I think it must have been a small epicardia artery near the ablation spots. Nothing to learn from the case beside the knowledge that ablation sometimes can be dangerous. The patient required extended hospitalization because of the adverse event.¿ additional information was received and it was reported that the adverse event occurred on (B)(6) 2021. This adverse event was discovered during the use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it is procedure related. The patient fully recovered with no residual effects and has improved. The physician is unsure of when (i.e., transseptal phase, mapping phase or ablation phase) the event occurred during the procedure. At the moment, they were in the mapping/ablation phase. The team was mapping the clinical pvc at the same time as ablating those points with early signals. An irrigated catheter was used with a flow setting normally used for stsf catheter which is 8ml/min when less than 30w, 15ml/min when equal or more than 30w. The correct catheter settings were selected on the generator. Pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag. The visitag module parameters for stability were 25% 3g. No additional filters used with the visitag. Color options used prospectively, the bwi rep cannot remember exactly, as they would normally use ablation index, or time during svt procedures. There was no evidence of a steam pop. Ablation session 7 statistics: time: 00:33 power: max 30 avg 30w temperature: min 31 max 35 avg 34°c impedance: init 153ohms delta 34 force: min 1 max 22 avg 8g. Ablation session 6 statistics: time: 00:39 power: max 30 avg 30w temperature: min 29 max 38 avg 35.3°c impedance: init 185ohms delta 69 force: min 1 max 24 avg 10g. Ablation session 5 statistics: time: 00:15 power: max 35 avg 35w temperature: min 25 max 27 avg 26.1°c impedance: init 1483ohms delta 14 force: min 3 max 84 avg 43g. Ablation session 4 statistics: time: 00:17 power: max 35 avg 35w temperature: min 25 max 28 avg 26°c impedance: init 150ohms delta 7 force: min 1 max 37 avg 17g. Ablation session 3 statistics: time: 00:29 power: max 35 avg 35w temperature: min 25 max 27 avg 25.4°c impedance: init 151ohms delta 8 force: min 1 max 40 avg 21g. Ablation session 2 statistics: time: 00:13 power: max 35 avg 35w temperature: min 25 max 27 avg 25.8°c impedance: init 165ohms delta 23 force: min 28 max 263 avg 45g. Ablation session 1 statistics: time: 00:14 power: max 35 avg 35w temperature: min 25 max 28 avg 25.7°c impedance: init 159ohms delta 16 force: min 23 max 61 avg 41g.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).